Manufacturer narrative:
An event regarding elevated ion levels involving a metal head was reported. The event was not confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿there is no examination of the explanted components, no surgical pathologic report from the revision tissue, no mars MRI or MRI findings consistent with altr, and no serial pathologic serum cobalt or chromium levels available. Intraoperative hip fluid cobalt and chromium levels are of no clinical significance and have no baseline levels. Mild trunnionosis as described after eight years' in situ, does not represent pathology without surgical histopathologic confirmation. Failure of biologic fixation in a patient on chronic steroid therapy, gout and later radiation therapy is not unexpected. There is no evidence this clinical situation is due to factors of component design, manufacturing or materials. Cortical hypertrophy at the distal stem, rather than at the junction of the proximal and mid-third stem, is consistent with failure of biologic fixation of the proximal stem and has no possible relationship to "potential trunnionosis". Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event of elevated ion levels was not confirmed nor the root cause determined. Based on the clinician¿s review it was noted, ¿there is no examination of the explanted components, no surgical pathologic report from the revision tissue, no mars MRI or MRI findings consistent with altr, and no serial pathologic serum cobalt or chromium levels available. Intraoperative hip fluid cobalt and chromium levels are of no clinical significance and have no baseline levels. Mild trunnionosis as described after eight years' in situ, does not represent pathology without surgical histopathologic confirmation.¿ ¿there is no evidence this clinical situation is due to factors of component design, manufacturing or materials. Cortical hypertrophy at the distal stem, rather than at the junction of the proximal and mid-third stem, is consistent with failure of biologic fixation of the proximal stem and has no possible relationship to "potential trunnionosis"."

Event description:
Accolade tmzf, who has experienced poisoning subsequent to the surgery as well as prostate cancer (with no family history thereof). Updated per medical review: on (B)(6) 2017 a right revision total hip arthroplasty was performed for a diagnosis of "right hip loose femoral component with mild trunnionosis". "The operative report notes, "evidence of elevated metal ions ... Indicative of potential bearing surface issues ... Trunnionosis ... MRI some effusion ... No soft tissue destruction ... Elect to proceed with revision ..."

Event description:
Accolade tmzf, who has experienced poisoning subsequent to the surgery as well as prostate cancer (with no family history thereof). Updated per medical review: on (B)(6) 2017 a right revision total hip arthroplasty was performed for a diagnosis of "right hip loose femoral component with mild trunnionosis". "The operative report notes, "evidence of elevated metal ions indicative of potential bearing surface issues trunnionosis MRI some effusion no soft tissue destruction elect to proceed with revision".

Manufacturer narrative:
An event regarding elevated ion levels involving a metal head was reported. The event was not confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿there is no examination of the explanted components, no surgical pathologic report from the revision tissue, no mars MRI or MRI findings consistent with altr, and no serial pathologic serum cobalt or chromium levels available. Intraoperative hip fluid cobalt and chromium levels are of no clinical significance and have no baseline levels. Mild trunnionosis as described after eight years' in situ, does not represent pathology without surgical histopathologic confirmation. Failure of biologic fixation in a patient on chronic steroid therapy, gout and later radiation therapy is not unexpected. There is no evidence this clinical situation is due to factors of component design, manufacturing or materials. Cortical hypertrophy at the distal stem, rather than at the junction of the proximal and mid-third stem, is consistent with failure of biologic fixation of the proximal stem and has no possible relationship to "potential trunnionosis".¿ product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event of elevated ion levels was not confirmed nor the root cause determined. Based on the clinician¿s review it was noted, ¿there is no examination of the explanted components, no surgical pathologic report from the revision tissue, no mars MRI or MRI findings consistent with altr, and no serial pathologic serum cobalt or chromium levels available. Intraoperative hip fluid cobalt and chromium levels are of no clinical significance and have no baseline levels. Mild trunnionosis as described after eight years' in situ, does not represent pathology without surgical histopathologic confirmation.¿ ¿there is no evidence this clinical situation is due to factors of component design, manufacturing or materials. Cortical hypertrophy at the distal stem, rather than at the junction of the proximal and mid-third stem, is consistent with failure of biologic fixation of the proximal stem and has no possible relationship to "potential trunnionosis". Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.